Manufacturer narrative:
Additional data: b5:the reporter indicated the lens will remain implanted, the angle is open and the patient is happy. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -4.50 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was reported as having excessive vaulting and remains implanted. The lens will be explanted/exchanged at a later date. The cause of the event was unknown.